Manufacturer narrative:
Follow-up #1 date of submission 11/18/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/05/2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available history showed a drastic voltage fluctuation on (B)(6) 2015. A visual inspection of the pump showed that the battery compartment was intact. No moisture was observed in the battery compartment. The returned battery cap was damaged at the coin slot; however it was able to secure on to the pump for investigation. The pump¿s current draws were found to be within specifications. The complaint was not duplicated during testing. Unrelated to the complaint, the audio bolus button cover was torn/punctured. The button responded properly during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was noted after the battery was replaced, the pump was functioning with no further issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.